Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the device is broken. The device has scratches and burrs, rendering the device inoperative. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do have reason to suspect that the product failed to meet any product specifications at the time of manufacture. An engineering evaluation was performed and did confirm a potential root cause for the stated failure mode. The evaluation found that an error occurred during the tibia cutting guide creation. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The alignment engineering team was made aware of the issue and the visionaire tka alignment standards were reviewed for clarity. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke did not fit properly, the contribution of the device to the reported event could be corroborated. Based on this investigation, the need for corrective action is not indicated. This issue was evaluated through our internal quality process and determined to be within the anticipated acceptable risk limit so no additional actions will be taken at this time. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The sample is under evaluation by manufacturing site.

Event description:
It was reported that, during a tka surgery, it was noticed that the ns vis adpt guide jii kit design had a lateral cutting slot that made difficult to place the tibial cutting guide into the incision, which led to two (2) cuts of the distal to 4mm, two (2) cuts of the proximal medial tibia to 4mm. Surgery was resumed, with the same device after a non-significant delay. Patient was not harmed as consequence of this problem.

Event description:
It was reported that, during a tka surgery, it was noticed that the ns vis cut guide gii kit lt design had a lateral cutting slot that made difficult to place the tibial cutting guide into the incision, which led to cut the distal twice and resect more proximal medial tibia twice. Surgery was resumed, with the same device and it is unknown if this problem provoked any delay. Patient was not harmed as consequence of this problem.